Event description:
Recently I have been forced to use self catheterization products. Based on a sample pack supplied by my urologist, I had selected coloplast's speedicath flex coude. Initially I was completely satisfied with the product ease of use and total portability. However, in the initial shipment, I found defective catheters with deformed and sharp tips. There is the possibility that defects of this type could injure the user or portion of the ragged torn end could become lodged internally. I contacted coloplast's united states team on may 2nd and notified (B)(4) of the problem. The replacement product he supplied was completely satisfactory and I though the issue resolved. However, all subsequent product received, from my local supplier and directly as replacement from coloplast USA, have again shown the original defective/deformed tips.